Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
After placing the PICC line catheter on (B)(6) 2016 in a (B)(6) year old patient the extension was noted to have been broken in the luer connector joint. The PICC line was removed and replaced with a new PICC catheter. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the specifications and visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned device reported the device split at the molded junction between the catheter and hub. A review of production documentation, did not observe any specific issues with current manufacturing controls that may have contributed to this incident. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. The lot number is not known, accordingly a review of the device manufacturing records could not be conducted. Based on the information provided, examination of the returned device and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints.

Event description:
After placing the PICC line catheter on (B)(6) 2016 in a (B)(6) old patient the extension was noted to have been broken in the luer connector joint. The PICC line was removed and replaced with a new PICC catheter. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.